Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had experienced high blood glucose (bg) levels. The customer addressed the bg level by either administering an insulin injection or delivering a bolus via the pump. The cause of the high bg was not known and the customer had lost confidence in the pump. Tandem technical support reviewed the pump logs. On the day of the event, during a pump supply change, the customer received 2 overfill cartridge alarms and after 15 minutes a cartridge was successfully installed and insulin delivery was resumed. The customer had entered a bg of 302 mg/dl and the next day, 239 mg/dl was entered. The cause of the high bg could not be determined.